Event description:
It was reported the patient¿s device in his back had not been working properly for almost 2 years prior to the date of the report because he had not been able to recharge it for 2 years. The last time the patient had met with a manufacturer representative was 2 years ago at his previous pain clinic and they jump started his device. Within a week from that time the device battery died again. The patient could not locate the device with the recharger. The patient had an appointment scheduled for (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# v001931, implanted: (B)(6) 2006, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).